Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the o2 blender fix the issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator o2 sensor calibration failed and is not delivering any 02%. No pt involvement.